Event description:
Information received indicates, the emergency trendelenburg function is not working.

Manufacturer narrative:
The technician replaced the CPR/emergency trend valve to repair the bed.